Event description:
Reportedly, a 23mm valve was explanted after an implant duration of approximately 1 year and 2 months (14.03 months) due to prosthetic valve endocarditis (pve). The customer reported that a magna ease valve, model 3300tfx23mm, was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) on 21 sep 2012. The patient later had endocarditis. While antibiotics had been administered, vegetation was detected on echocardiography. Since there was a risk the vegetation could cause an obstruction in the vessels, the surgeon decided to perform re-operation and replaced the 23mm valve with a magna ease valve, 3300tfx21mm. At explant, vegetation was observed on the outflow aspect of right coronary cusp (rcc) and on the inflow aspect of rcc and non-coronary cusp (ncc).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Lot history review was completed and there are no other reports of endocarditis for any device in this sterilization lot. The device will not be returned for evaluation because it was discarded by the hospital. Through follow up with the health care provider, it was learned that this device did not cause or contribute to the event. Patient status was reported as recovered as of (B)(6) 2013. The type and source of infection were not reported. The referenced echo report will not be provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without additional information regarding source and type of infection or patient history, we are unable to determine root cause for explant of this device.